Event description:
Used an aiming arm and the clips that hold the trocars in place broke off. There was no patient or user harm. There was no significant delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.010.483. Lot: t987427. Manufacturing site: tuttlingen. Release to warehouse date: 12-march-2013. A review of the device history records was performed for the finished device lot number and no relevant nonconformances were found. The product was not returned to depuy synthes; however, photos were received for review. The photo investigation revealed that aim-arm radioluc f/expert alfn had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/expert alfn would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that aim-arm radioluc f/expert alfn had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/expert alfn would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.010.483. Lot number: t987427. Manufacturing site: tuttlingen. Release to warehouse date: 12-mar-2013. A review of the device history records was performed for the finished device lot number and an ncr (#112690) was started because design was changed (the color mark was changed from green to blue). The parts were reworked and were checked 100% and found to be good. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.